Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the there was a hole in the needle while using the bd ultra-fine¿ 3/10ml insulin syringe. This event occurred 2 times. The following information was provided by the initial reporter, translated from (B)(6) to english: found that there was a hole in the middle of the needle.

Manufacturer narrative:
D10: device available for eval? Yes. Returned to manufacturer on: 5- may-2022. H.6. Investigation summary: customer returned 2 syringes. 1 was returned in a polybag for 0.3ml, 29 gauge, 12.7mm syringes from lot 1200370. No damage to the syringes and their needles were found. The needle tips did not feature any foreign material and no damage to the inside of the needle shields was found. The syringes were used to draw water. The syringes retained the water drawn into their barrels. However, a bead of water would form more than halfway down the length of the needle. This action was repeated, and the bead of water would form at the same location. A review of the device history record was completed for batch # 1200370 all inspections were performed per the applicable operations qc specifications. There were four (4) notifications [200975395, 200975347, 200975258, 200974392] noted that did not pertain to the complaint. Based on the samples received, embecta was able to confirm the customer¿s indicated failure of a hole in the needle cannula. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.

Event description:
It was reported that the there was a hole in the needle while using the bd ultra-fine¿ 3/10ml insulin syringe. This event occurred 2 times. The following information was provided by the initial reporter, translated from japanese to english: found that there was a hole in the middle of the needle.